Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self test and priming were performed and there were no connection issues or abnormalities observed. Under water leak testing was performed and there were no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the homechoice cassette and solution bag was ¿sluggish¿. This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.